Manufacturer narrative:
Unit passed sleep selftest, sleep current measurement, active current measurement and displacement test. Unit received unexpected battery power loss shown in power graph and pump error 25 confirmed in pump history files due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump uses a lot of batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.